Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause of this issue is adhesive splatter from the dispense system. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra fine¿ insulin pen needle when removing the outer and inner seals it was noticed that there is a ripple in the half of the needle. He added that it has a shape of a "bubble" that wraps around the needle. There was no report of injury or medical intervention.